Manufacturer narrative:
The unit was rec'd and analyzed. It was noticed that there were burn marks on the o-rings around the banana plugs, which would suggest sparking near the cathode area on the ballast. There were no burn marks on the anode. On further investigation, it was found that there was improper application of rtv on the o-rings, especially on the cathode. There is a high discharge of voltage when the bulb ignites and since there was no rtv on the cathode, this could have caused sparking. There is also a black mark on the corresponding spot on the cathode female connector on the bulb. There was no other damage to the lightsource. There were no burn marks in any other places. This is not a common complaint. There are various checks in place in the process of assembling the lighthsource. The assemblers have been re-trained to use the rtv on the o-rings around the banana plugs. They have also been informed about the adverse effect of not applying rtv.

Event description:
It was reported that some of the internal components withiin the light source caught on fire. It started smoking from inside the component.